Event description:
A malfunction was reported on the pump, but no notable events occurred before this issue and no adverse impact to the customer's blood glucose level was observed. Technical support provided instructions to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was informed to continue using the pump and to contact technical support if the issue reappeared, and they acknowledged and understood these instructions.